Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter displayed a previous result during an attempted blood glucose test. The patient indicated that the alleged issue started on an unspecified date/time in (B) (6) 2010. The patient claimed that when he inserted a strip into the meter, the device displayed a result of "216 mg/dl" which was reportedly obtained in early (B) (6). About 2 weeks after the alleged issue began, the patient claimed that he developed a symptom of blurred vision. Also, on an unspecified date/time in (B) (6) 2010, the patient claimed that because of the alleged issue, he received glucose tablet/gel treatment during a doctor's office visit. The patient denied, however, that his blood glucose was tested on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The meter, tst strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom of blurred vision which can be associated with hyperglycemia two weeks after the alleged issue began. He also claimed that he received medical treatment suggestive for hypoglycemia during a doctor's visit after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.